Event description:
It was reported that a resume pump alarm was received when insulin deliveries had not been stopped. The customer's blood glucose level ranged from 231-300 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.